Manufacturer narrative:
This report is based in-part on device return and analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up determined that there was rapid battery depletion due to high outputs on both ventricular leads. Chronic high thresholds were noted on the lv (left ventricular) lead. The lv lead was explanted and replaced. The pace/sense portion of the rv (right ventricular) lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use. No patient complications have been reported as a result of this event.